Manufacturer narrative:
(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's panel flickered during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3. Additional information: d9. The device was returned to olympus for inspection. The reported failure of "panel flickers" could not be confirmed during evaluation. However, additional reportable malfunctions were identified during device evaluation, including device shutdown after startup, screen blackout, alarm sounds, and circuit board failure. Based on the investigation results, although the original reported phenomenon could not be reproduced during device inspection, a similar malfunction was confirmed. Therefore, circuit board (cr board) failure is considered a possible cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.